Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non- boston scientific right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances measuring 2552 ohms. Impedances have been stable over the past year with a few excursions into the 600-800 ohms range in the past two weeks. Technical services recommended to evaluate the patient in the clinic and discussed troubleshooting options. The patient was evaluated and at the time of the oor measurement, the patient was getting her nails done and sitting in a massage chair. The sales representative informed it could due to electromagnetic interference (emi). The clinic will continue to monitor as this time. The ICD and non-boston scientific ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).